Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The investigation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, sh message and two black rings were observed on the carto 3 screen. These conditions could be related to the fact that the sheath was not inside into the patient's body at the time when the picture was taken. Also, the conditions previously mentioned could be related to the force value could not be zeroed condition reported by the customer; however, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The smart touch unidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. The complaint catheter was inspected and it was found that electrode #4 was lifted, the peek housing was bent, and a hole in the pebax and the peek housing. It was also observed that there was foreign material inside the pebax with reddish brown material. The device was connected to carto 3 system and the device was visualized and recognized correctly. However, error 106 appeared on the system due to an open circuit in the tip area. The damage observed may contribute to the force issue. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo¿s provided. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force issue¿ and the biosense webster inc. Analysis findings on the "pebax" issues. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force issue¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis findings on the ¿electrode damage¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis findings on the "peek housing" issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the issues of electrode #4 lifted, the hole in the pebax and the hole in the peek housing. Initially a force issue was reported. During the procedure, the force value could not be zeroed. A second device was used to complete the procedure. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 electrode #4 was lifted, the peek housing was bent, and a hole in the pebax and the peek housing. It was also observed that there was foreign material inside the pebax with reddish brown material. The electrode #4 lifted, the hole in the pebax and the hole in the peek housing were assessed as MDR reportable issues. The awareness date for these reportable lab findings were (B)(6) 2023.